Event description:
Same case as MDR ID# 2134265-2012-08352. Same case as MDR ID# 2134265-2012-08143. It was reported that the motordrive of the ilab system did not pullback automatically. No patient complication was reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).